Event description:
Information was received indicating that during use of a smiths medical cadd legacy pump, the patient was feeling unwell, had a high heart rate, and high blood pressure with no change in oxygen. It was also reported that the patient believed the issue was with the pump but could not be certain and requested a new pump. Subsequently, the patient switched to a backup pump and she was feeling better. No alarms were noted on the pump. No patient consequences were reported.